Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of hypersensitivity and rash are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience alpine referenced is being filed under a separate medwatch report.

Event description:
It was reported that 48-hours post-stenting procedure with two xience alpine stents the patient experienced a rash on the waist, abdomen, and back. Excessive itching was also noted. The patient was given cortisone injection and a topical cream as treatment. A small area remains on the torso but is resolving. No additional information was provided.